Manufacturer narrative:
Three mz9277 samples were received in opened packaging from lot: 22049315, for investigation; no residual fluid was present in all three sets. The customer reported that "the valve gets off the extension with very low force". A visual inspection of the returned samples confirmed the customer experience as the tubing was separated from the maxzero tubing joint (appendix 1). A closer inspection of the tubing found that was residual solvent at the joint (appendix 2). The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be determined, however it is possible that the separation occurred as a result of an inconsistent application of solvent coupled with a pulling force. This is a hand assembled joint and therefore the customer's experience is likely to have been contributed to by human error. A review of the production records for lot 22049315 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector disconnects. The following information was received by initial reporter with the following verbatim: these products are installed at chilren poliklinik, but problem accured at children ward. The valve gets off the extension with very low force.